Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while loading multiple cartridges with insulin, resistance was felt while inserting the syringe needle into the cartridge. Each time the needle was able to be reinserted and the cartridge was loaded. Blood glucose was not impacted. As the event had occurred in the past, a cause could not be determined.